Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 2.70 mmol/l,5.00 mmol/l compared to readings of 12.00 mmol/l,9.00 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 2.70 mmol/l,5.00 mmol/l compared to readings of 12.00 mmol/l,9.00 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issues were observed. The sensor was found to be in sensor state 1. Sensor state 1 with a event log 2 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. No malfunction or product deficiency was identified. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.